Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks while jogging. The device shocked until therapy exhaustion. The patient was seen at the hospital for further troubleshooting. A review of the episode indicated that there was t-wave oversensing that caused the inappropriate therapy. The s-ICD was upgraded with new software and the field representative suggested to the physician to perform further testing to look at sensing in all three vectors while the patient's heart rate was elevated in order to determine the best vector. No adverse patient effects were reported. The data was also sent to boston scientific technical services (ts) for further evaluation. The ts consultant discussed that initially there was t-wave oversensing that led to the delivery of the first inappropriate shock; however, the rate did also increase to above 200 bpm and the morphology changed, leading to the subsequent inappropriate therapy. The ts consultant agreed additional testing should be performed to help determine the best vector for this patient. The patient was seen and exercise testing was performed. The patient was able to get their heart rate up to 160 bpm, where t-wave oversensing was infrequent. The data was sent to ts for further evaluation. Ts attempted to recreate the situation using simulators but was unable to; however, ts was able to improve the sensing with moving the vf zone to 240 instead of 220 bpm. This information was provided to the field representative to communicate with the physician.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.